Event description:
It was reported that the patient¿s vns system was tested on (B)(6) 2015 and system diagnostics returned high impedance results with status low, lead impedance high, impedance value > 10000 ohms, ifi: no. The programmed parameters were output current 1ma, frequency 30hz, pulse width 500usecs, 30secs on time and 5min off; magnet output current 1.25ma, magnet on time 60secs and magnet pulse width 500usecs. The pulse generator was switched off. And x-rays were requested. The patient was referred to the surgeon. The patient¿s vns system was tested on (B)(6) 2015 and system diagnostics returned high impedance results with status ok, lead impedance high, impedance value 7328ohms, ifi: no. The programmed parameters were output current 0ma, frequency 30hz, pulse width 500usecs, 30secs on time and 5min off; magnet output current 0ma, magnet on time 60secs and magnet pulse width 500usecs. The pulse generator was switched off. And x-rays were requested. The patient was referred to the surgeon. Review of manufacturing records confirmed lead passed all tests prior to distribution. No known surgical interventions have occurred to date.

Event description:
Review by the manufacturer of x-rays dated on (B)(6) 2015 found that the generator was placed in a normal position in the upper left chest. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator¿s connector block. The lead wires at the connector pin appeared to be intact. The neck implant site could not be fully assessed with the available x-rays. One tie-down was visible. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or lead breaks were found in the parts of the lead that could be assessed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Event description:
Further information indicated that the patient underwent surgery on (B)(6) 2015, for the pin re-insertion issue. The pin was taken out of the pulse generator, cleaned and reinserted. It was reported that the system test showed normal lead impedance after the pin re-insertion. It was reported that the lead impedance was ok at 3288 ohms when the device was switched on, on (B)(6) 2015.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.